Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the device was switched on, error codes 20 and 40 appeared and the device was unable to go into normal mode. Per the heartstart xl service guide, error codes 00000 ¿ 00400 indicate ¿defib failure ¿ charging circuits.¿ there was no adverse patient impact reported.